Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to using a 4.0x28mm rx vision stent delivery system (sds), the stent was observed encased in the protective sheath [resistance removing the protective sheath]. Therefore, the sds was not used in the patient. There was no reported patient involvement and no clinically significant delay in the procedure. The procedure was completed with two unspecified stents. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was provided: device analysis identified that the stent was dislodged and the delivery system showed signs of use. There was contrast in the inflation lumen, on the outer member and on the hypotube and throughout the entire length of the delivery system. The balloon was loosely folded. Follow up with the account confirmed the delivery system was likely advanced onto the guide wire without the stent. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. It was reported that the rx vision stent was inserted over the guidewire into the patient anatomy; however, there was no stent on the balloon. It should be noted that the multi-link vision® coronary stent systems, domestic instructions for use, states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.